Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a port placement procedure, the port was allegedly broken off the bottom. It was further reported that hub allegedly separated into two segments. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the port was allegedly broken off the bottom. It was further reported that hub allegedly separated into two segments. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp implantable port and a catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation issues, as a complete circumferential break was noted to the port stem. Complete circumferential breaks were noted on both proximal and distal ends of the catheter segment. The surface of the complete circumferential break on the port stem was noted to be finely granular and glossy. The surface of the complete circumferential break on the proximal end and distal end of the catheter segment were noted to be granular and glossy. Striations and residue was noted throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023), g3, h6(method). H11: g1, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.